Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Medical product: biolox delta ceramic liner catalog# 110003634 lot# 3449644. Delta ceramic femoral head catalog# 650-0660 lot# 2015060755. Taperloc complete micro primary femoral catalog# 51-1060900 lot# 2802830. Report source: foreign: the event occurred in (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history for same or similar issue identified eleven complaints for part (item) number and no additional complaints were identified for part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00822. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study (B)(6) reported that a patient underwent a right hip surgery on (B)(6) 2016. Subsequently, the patient reported rare moderate pain rarely after unusual activity, may take aspirin, impossible to getting in or out of car, moderate difficulty shopping and climbing stairs, limping all the time, pain in bed at night most nights during 6 months follow up visit on (B)(6) 2016. Additionally, patient reported moderate trouble getting in or out of car, moderate difficulty shopping and climbing stairs, limping all the time, pain in bed at night most nights during 1 year follow up visit on (B)(6) 2017. No further information provided.